Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. A 2.0x40mm sterling balloon catheter was advanced to pre-dilate the target lesion. Upon the first inflation at 6 atm's the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. There were no reported patient complications and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).